Event description:
Physician was attempting to deliver one resolute integrity drug-eluting stent to a lesion in the lcx with 90% stenosis but it failed due to the excessive vessel tortuosity. Then he added guideliner to deliver the relevant device and finally achieved it to the target lesion although some resistance with guideliner was encountered during delivery of relevant device. After stent deployment with no abnormalities, he attempted to remove the delivery balloon catheter but it was unable to be retracted in the guideliner. So, the catheter was simultaneously removed with guideliner. No issues deflating the balloon after implant. The operation was successfully completed and there was no adverse event to the patient. No clinical sequelae were reported. Evaluation summary: the distal shaft appeared slightly stretched; however, the distance measured was within specification. The proximal inner shaft marker was located in the balloon cone as a result of slight stretching of the inner shaft underneath the balloon. There was no evidence of major damage to the catheter.

Manufacturer narrative:
Results and conclusions: (lesion morphology). ¿ 90% stenosis and excessive vessel tortuosity. Difficulties encountered retracting the device in the guideliner and removed both devices together. (B)(4).